Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead dislodged after it was initially implanted in the atrial appendage. The lead was repositioned to the lateral atrial wall where it dislodged for a second time. It was then repositioned to a slightly more anterior position and remains in use. No patient complications were reported as a result of this event.